Manufacturer narrative:
The device has not been returned for eval. Should new info becomes available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high blood glucose levels (374 mg/dl), nausea, headaches, and unconfirmed ketones.